Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that the health care provider (hcp) thought the patient had a seroma, and possibly that something had crystalized at the end of the catheter. It had turned out that the catheter had migrated and the medication was filling up the pocket, and thus the patient was not getting relief of pain. The hcp had turned the pump down to almost nothing and then waited until battery ran out and just replaced it. The medications which were contained in the pump at the time of the event were not provided, but as of the report date, the pump device was used to deliver clonidine, bupivicaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.